Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and pump error alarm. Customer¿s blood glucose was 51 mg/dl. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. The customer was advised to perform a self test and it was passed. The customer declined to perform the low blood glucose troubleshooting. The insulin pump will not be returned for analysis.